Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device port had come off "seal issue". There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Additional information: b5, h3, and h6. The customers reported event of ¿port where the bunges are connected - they have come off¿ was not confirmed. However, the reported failure event of ¿maybe a seal issue¿ was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that due to damage on the channel tube, water tightness was lost. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported event was found during reprocessing.